Event description:
Customer reported a button error alarm. He stated that the insulin pump was in his pocket and that it had been raining. The blood glucose reading was 106 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip. No moisture damage was noted inside of the insulin pump.